Manufacturer narrative:
Inspected one opened/used partial sensor and was inspected performed continuity resistance test. Sensor passed per specification. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm needle anomaly due to customer did not return needle only the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 220 mg/dl and the sensor glucose was 40 mg/dl. The sensor glucose value that triggered the suspend event was 40 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was unknown. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.